Event description:
Event description guidant received information that the patient with this implantable lead experienced cardiac and respiratory arrest during the attempted device implant procedure. The leads were explanted and the chronic pacemaker was reimplanted.